Event description:
Discordant troponin results were obtained on the advia centaur xp for several patients. The samples were repeated for confirmation on the same system. The initial results were not reported to the physician. There is no known report of adverse health consequences or patient intervention due to the discordant troponin results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. After analysis of the instrument and instrument data, the fse found incorrectly positioned tubing which restricted water flow. The tubing was correctly positioned and three pinch valves were proactively replaced , the fse then ran calibrators and controls. The siemens instrument is performing within specifications. No further evaluation of the device is required.